Event description:
On (B)(6) 2012, baxter healthcare corporation in (B)(6), was notified by (B)(6) of the following incident that involved a baxter healthcare corporation product made in (B)(6): (B)(6) was contacted by (B)(6) on (B)(6) 2012, regarding an incident that occurred in early (B)(6). A seven day old neonate undergoing tpn suffered cardiac arrest in an unknown (B)(6). He was resuscitated and has since been discharged from the hospital without further incident. His blood was tested and indicated elevated levels of magnesium approximately seven times what would be expected. The initial investigation by the (B)(6) focused on possible tampering with the tpn at the hospital, however, no evidence was found to support this. As a result, the investigation turned to the supplier of the bag, (B)(6). (B)(6) uses the baxter em2400 compounder to make their tpns. As of today, (B)(6) 2012, the (B)(6) have shared no further details involving this case.

Manufacturer narrative:
The infused IV solution bag was a standard 500 ml bag made by (B)(6), which should have contained 0.5 ml of magnesium sulphate. This bag had a 120 day shelf life and was part of a batch of 55 identical bags made using the em2400 compounder on (B)(6) 2011. Given the extended shelf-life of the bag (120 days), no black-box data or odyssey database files (the records logs of the compounder, kept for 45 days by (B)(6)) is available for investigation. Examination of the mixcheck reports (after a bag is compounded, the em2400 compounder generates the mixcheck report, which reports the expected bag weight, the measured bag weight, ordered ingredients and volumes, and manual additions to the bag that are required to the pharmacy staff) and the abacus (the software that calculates the volume of each ingredient to be added to the bag) database show no obvious errors or anomalies. Of the batch of 55 identical bags made that day, some were destroyed because they were no longer required by the hospital. However, 17 bags from that day's batch were available and examined by the (B)(6): 16 of these were as expected, but the 17th bag had excess magnesium and reduced calcium; per the mixcheck reports, all 55 bags from that days compounding are of the correct weight: given the expected concentrations of magnesium and calcium that should have been in the bags, the discrepancy equals a 10ml excess of magnesium and a 12ml reduction in calcium. There is a working hypothesis that during production of a bag, the calcium ran out and was incorrectly replaced by a vial of magnesium (the vials are both 100ml from the same supplier and appear almost identical other than the wording on the label). This would give the concentrations seen in the incorrect bag. The incorrect magnesium vial may have stayed in place for 4 or 5 bags until it ran out. One may have been used on the patient, one was the bag tested and the others may have been discarded at the hospital. Due to lack of information, it is unlikely that we will know. (B)(6) use bar-code verification (a process where barcodes are used to verify that the correct ingredient is placed on the compounder), however this can be easily bypassed (although it is against baxter healthcare corporation standard operational procedures, it is not unknown for users to scan the vial being removed rather than the vial being added). (B)(4) - esubmitter text word code: actual device not evaluated. (B)(4) - esubmitter text word code: no results available since no evaluation performed. (B)(4) - esubmitter text word code: use error caused or contributed to event. (B)(4) - device not returned to manufacturer.